Event description:
It was reported that the patient faced two bent cannula on (B)(6) 2024 due to which the patient faced hyperglycemia event. The blood glucose level was high for six hours. The patient had small ketones. Patient experienced the symptoms of dry mouth and thirsty at the time of the event.

Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.